Event description:
It was reported that while changing the insulin cartridge, the user dropped the ilet a short distance onto a countertop, after which the front display housing separated from the back housing and would not remain closed without tape; the touchscreen display remained responsive and the device continued to operate and prime, but internal components and the gasket were exposed and water resistance was compromised, consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photograph. Investigation of this case revealed a stress-related problem consistent with loss or failure of bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.